Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the system was in clinical use at the time of the event. The procedure was aborted. No patient harm or injury was reported to philips. A philips remote service engineer (rse) contacted the customer how reported that there was a green circle on the system's screen but no x-ray would emit. A philips field service engineer (fse) and confirmed the reported issue. Troubleshooting and review of the system logs found that the signal to enable the x-ray was not active. Replacing the fdcsib did not resolve the issue, but unplugging the hand switch did. The fse checked the hand switch and found that the hand switch extension cable was broken. The fse replaced the extension cable. After the cable was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.